Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan is very noisy. Analysis also found the ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer motor is making loud noises. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification.. No patient complications were reported as a result of this event.